Event description:
It was reported that the mis cup impactor snapped and broke during impaction of the cup.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a custom curved quick connect was reported. The event was confirmed. -device evaluation and results: a material analysis was performed and concluded the device shaft fracture initiated in fatigue. Final fracture occurred through overload. No manufacturing or material defects were observed. -medical records: not performed as no medical intervention and no adverse consequences were reported. -device history review: there were no reported discrepancies regarding the referenced lot. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the specialty impactor fractured due to fatigue and overload conditions during use. No manufacturing or material defects were observed. No further investigation for this event is possible at this time with the information provided. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the mis cup impactor snapped and broke during impaction of the cup.